Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Analysis found that the catheter body had damage to the transition tube and had significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving dilaudid, 12 mg/ml concentration at 0.072 mg/day dose, marcaine, 24 mg/ml concentration at 0.14 mg/day dose and morphine, 12 mg/ml concentration at 0.072 mg/ml dose via intrathecal drug delivery pump for unknown indication of use. It was reported that today the rep was at a catheter revision. The healthcare professional (hcp) changed out the old drug to lower concentration of drugs. Technical specialist (ts) reviewed doing a prime bolus due to the rep confirming that the aspirated the catheter (due to catheter revision). The rep did not state what the exact issue was only that the patient did not get drug. The rep had no time to report. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 4mg/ml; 0.024 and dilaudid 4mg/ml 0.024 via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient had lost a lot of weight. During a pocket revision surgery, it was noted that the catheter was broken. The catheter was twisted in the pocket. The catheter connector was also broken. The old catheter was explanted and a new one implanted. No symptoms were reported. The issue was resolved, and patient status was alive with no injury. Patient weight and medical history were unknown. No further complications were reported.